Event description:
The initial reporter stated that the pump was "shutting off with no alarm, delivering slower than usual and was not flushing after the feeding was over". The pump does not have an automatic flush function. Mmdg did follow up with the initial reporter, who stated that the patient had not had any adverse effects due to the complaint, but did not provide any further pertinent information. (B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. When the pump was returned to mmdg for investigation, it operated as expected. Mmdg could not replicate or confirm the reported complaint. Based on this information, no MDR would have been required.

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump was "shutting off with no alarm, delivering slower than usual and was not flushing after the feeding was over". The pump does not have an automatic flush function. Mmdg did follow up with the initial reporter, who stated that the patient had not had any adverse effects due to the complaint, but did not provide any further pertinent information. (B)(4).